Event description:
The facility reported an infusion pump with failure code 810:04. Infor was not provided regarding whether or not the failure code occurred during an infusion. Although attempts were made by baxter, details were not available regading add'l contact info, pt demographics, medication involved, or device programming. Info was not provided regarding whether or not a pt incidnet report was filed.